Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call motion sensor test failure, high blood glucose and motor error alarm. Customer's blood glucose level went as high as 484 mg/dl and as low as 53 mg/dl. Customer treated their high blood glucose with a manual shot. Customer treated their low blood glucose with food and glucose. Troubleshooting for motion sensor test failure was performed. Customer advised the insulin pump would reset, then count up to 6 and finally stop working. Customer declined to troubleshoot for high blood glucose levels. Troubleshooting for motor error alarm was performed. Customer advised they were stuck in a rewind loop due to the motor error alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.